Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of locking bar identified few scratches and marks which were likely caused by the insertion and removal of the locking bar. Also there were few nicks and dents identified to the edges and bottom surface of the curved end. The sem analysis report for the locking bar shows irregular and localized deformation indications near the top edge and non-conducting material contamination on the contact surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The following could not be completed with the limited information provided. Patient date of birth/age - ni, patient weight - ni, device product code - ni, date implanted - na, date explanted - na.

Event description:
It was reported that the tibial locking bar backed out.